Event description:
Nurse stated that pt had been receiving elevated blood glucose results (approx 300 mg/dl - 400 mg/dl) while using the suspect device. Nurse reportedly tested her own blood glucose, using the pt's device, and obtained a result of 401 mg/dl. Nurse immediately retested, using the physician's blood glucose monitor, and obtained a result of 102 mg/dl. No injury was reported and no treatment was received. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.